Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed.(B)(4): use by for untrained operator.

Event description:
It was reported that a physician, a third year resident who is not trained in the use of the perclose proglide device, attempted arteriotomy closure of the calcified, right common femoral artery after an interventional procedure. Reportedly, before needle deployment, when the device was pulled back against the arterial wall to check for proper foot positioning, the artery tore open. The physician thought the foot did not open properly. Another physician, trained in the use of the proglide device, was present during the procedure and thought that the device was pulled back with excessive force causing the device to tear the artery. Manual compression and surgical intervention was done to achieve hemostasis. There was no reported adverse patient sequela. Though requested additional patient information was not provided.